Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There was no evidence to suggest the device caused or contributed to a serious injury. The injury was attributed to the non-medtronic closure device. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the injury was attributed to the thread of the perclose device breaking, and that the delivery catheter system (dcs) did not cause or contribute to the injury.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter implant, the delivery catheter system (dcs) was removed from the patient. Hemostasis was attempted with a non-medtronic closure device, however the suture broke. A second non-medtronic closure device was used to achieve hemostasis, however the bleeding continued. Hemostasis via pressure was also attempted, but was ultimately unsuccessful. Subsequently, repair was performed in order to achieve hemostasis.